Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 d4: medical device lot #: 2087303 d4: medical device expiration date: (B)(6) 2027 h4: device manufacture date: (B)(6) 2022 h6: investigation summary the customer provided 2 photos of (1) 0.5ml 29ga 1/2 in syringes and reported scale was misaligned on the barrel. Based on the photos provided, it was observed that the sample was misaligned and printed. Upon visual inspection, embecta was able to confirm the reported failure of the misaligned scale on the syringe barrel. A review of the device history record was completed for batch# (B)(4). All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure of scale misaligned on the barrel. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had misaligned scale markings. The following information was provided by the initial reporter, translated from japanese: "this is a report about a misaligned scale. According to the user's report, the scale marking was confirmed to be misaligned while in use."

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had misaligned scale markings. The following information was provided by the initial reporter, translated from japanese: "this is a report about a misaligned scale. Accoring to the user's report, the scale marking was confirmed to be misaligned while in use."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.